Event description:
It was reported that during inspection was found that the r3 straight shell impactor broke at the weld near spring. There was no case involved.

Manufacturer narrative:
H11: corrected information in d4 (lot number and expiration date) and h4. H10: additional information in d4 (UDI number) and d10. Results of investigation: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The impact pommel weld has broken rendering the impactor inoperable. The device was manufactured in 2015 and shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.